Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to unspecified reasons. During the procedure the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced an infection leading to the removal of the aus a two to three months prior. There were no device malfunctions associated with the explanted device. The patient did not experience any adverse events during the most recent procedure and was said to be healing well after the surgery. No more information available at the moment. Should additional information become available, it will be provided.